Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was using the infusion set trusteel for 2-3 days. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose ranged between 180 to 190 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.